Event description:
The following has been reported: biomed reported: "pump alarming needs service with flashing red lights." Patient harm: no. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to pneumatic valve leak failure (valve 1). Upon return, the device started up with no errors but after a few moments went into double red pump alarm. Log files indicate pneumatic valve leak failure (valve 1). Performed recharge test and unit passed. Valve 1 tested ok. Performed hardware test and unit failed due to valve 2 leak. Tank body and tank body manifold o rings will be removed and replaced during repair process. No other damage found.